Manufacturer narrative:
One implant was returned for evaluation. Visual inspection of the reported product identified signs of use, dried bone and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The customer provided an x-ray image. Sme evaluation of the x-ray, was able to confirm the bone loss event. There was no device malfunction found during evaluation. The bone loss event was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report; d4: device expiration ; d4: UDI; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h4: date of manufacture; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient suffered from infection and bone loss. As a result, the implant was removed from tooth site 19. The patient also experienced pain and inflammation.